Event description:
Customer reports one incident of a blood leak during patient treatment on an unknown use number. Noted by a blood leak alarm and visible blood in the dialysate hose. Confirmed with hemastix. Estimated blood loss was 200 cc's. Treatment was resumed with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.